Manufacturer narrative:
It was reported that during use of ventilator, it alarmed for high o2 concentration. Our field service engineer has investigated the reported machine on site. The nozzle unit of the o2 gas module was replaced. The provided device logs confirms the reported issue. The defective part didn't return for investigation. Therefore, no root cause can be established.

Event description:
Manufacture's ref.#: (B)(4).

Event description:
It was reported that during use of ventilator, it alarmed for high o2 concentration. The nozzle unit of the o2 gas module was replaced. There was no patient harm. Manufacture's ref.#: (B)(4).